Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill leaked during use. The following information was provided by the initial reporter: material no.: 306547 batch no.: 0042292. It was reported that blood leaked out behind the plunger while infusing into the vascular access. Pr 3 of 3: this pr is for event on (B)(6) 2020.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill leaked during use. The following information was provided by the initial reporter: material no.: 306547 batch no.: 0042292 it was reported that blood leaked out behind the plunger while infusing into the vascular access. Pr 3 of 3: this pr is for event on (B)(6) 2020.